Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 a getinge field service engineer evaluated customer reports touch screen not working. Confirmed reported issue. Replaced touch display assy(d160-00-0123) to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0160-00-0123 touchscreen 12.1" serial number (B)(6) with a reported unit failure of touchscreen not working. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0123 touchscreen 12.1" serial number (B)(6) into the cardiosave test fixture and tested the touchscreen to factory specifications per procedure and the cardiosave service manual. The touchscreen passed all display tests and touchscreen tests. The touchscreen responded to all areas touched with no trouble found. The touchscreen passed testing. Retaining the touchscreen in the fat dept. Per procedure.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) touch screen not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touch screen not working. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).